Manufacturer narrative:
The third party service agent further evaluated the customer's device, but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.a stryker customer quality engineer reviewed the downloaded electronic records and the reported issue of unexpected power off was unable to be verified. The cause of the reported issue could not be determined.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power.there was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power. There was no patient use associated with the reported event.